Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It appears the second device may have been inserted through the suture loop of the first device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that this was closure of the right common femoral artery using a prostyle device using the pre-close technique via a 6f sheath hole prior to a st-elevation myocardial infarction (stemi) with the impella heart pump interventional procedure. The first prostyle device was deployed and preplaced as intended. Reportedly, while removing the second prostyle device, the device became lodged in place. The first suture became tightened onto the second prostyle device. A second surgeon was called, and the sutures were cut and device along with both sutures were removed. The sheath was upsized to a 14f, and the stemi with the impella procedure was completed. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.